Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the male luer spin collar cracked and resulted in leaking during patient infusion in the nicu. There was no patient harm. The customer stated that no instruments are used to tighten the luer locks, and that the users do not over tighten them.

Manufacturer narrative:
The customer¿s report of t-connector leaking was confirmed. The extension set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection under magnification observed that both sides of the smallbore tubing had insufficient solvent applied at the engagement during manufacturing process. No anomalies were noted. Functional testing was performed; the syringe was depressed and a leak was observed from the smallbore tubing to the split septum t-connector inlet port. Pressure testing was performed and a leak was noted from the smallbore tubing to the split septum t-connector inlet port at 3 psi. A dimensional analysis was performed on the smallbore tubing and the tubing measured to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the smallbore tubing.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the t-connector leaking slowly where the tubing attaches to the luer lock. There was no patient harm.